Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The device was returned and the device was evaluated but no problems were found. The patient allegedly had a dry throat and cough. The patient alleged seeing doctor to get a bronchoscopy. There was no report of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.